Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup, the aspiration function was disabled. A new pack was used and the issue was resolved to proceed with surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the probe. The probe was manufactured on april 7, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The vitrectomy probe was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was tested using a known good cassette and a calibrated system. When the footswitch was depressed, the probe was found to perform cutting and aspirating and filling the cassette housing. The sample was found to be functioning as intended. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).